Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the evaluation it was observed, that foreign objects were clogging the nozzle. Due to this clog; the water removability, air, and water supply volume did not meet the standard value. This finding was, due to insufficient cleaning of the scope or handling problem. It was observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value; due to wear of the angle wire. It was also observed, that the adhesive of the bending section cover had a chip, a crack. And a white-clouded area; due to chemical or physical stress. It was observed, that the image guide protector was damaged; due to physical stress caused by handling. It was also observed, that the adhesive around the objective lens and light guide lens was peeled. Lastly, scratches were observed on the following unit components; due to physical stress caused by a handling problem: switch 1 and 4, objective lens, plastic distal end cover and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed, that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer presoaked the endoscope in detergent solution. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed, that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope has air/water flow issues. The reported issue was discovered, during inspection for use for an unknown diagnostic procedure. There was no patient/user harm or injury reported, due to the event. Upon device return and evaluation, it was observed, that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.